Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product. Medical records reviewed: on (B)(6) 2012, the pt was in clinic for hemodialysis. After about 3 hrs of treatment, the pt reported right leg cramps, a bolus of normal saline solution was given, the pt became unresponsive, no pulse or respirations were observed, CPR was initiated, an electronic cardiac defibrillator was applied to the pt and no shock was indicated. The emergency response team was called, upon arrival the pt was intubated and transported to the hospital, where the pt expired.

Manufacturer narrative:
Product identifiers were not provided for eval a historical record review of the production lots identified though the treatment record review has been requested however, has not been completed. A supplemental report will be submitted upon completion of the investigation. Related mdrs: 1225714-2013-01236, 01237, 2937457-2014-00363, and 8030665-2014-00216.